Event description:
Patient in room was getting an IV antibiotic via PICC. The nurse was called in the room by the patient who noticed the IV tubing on the floor; the one port connection that adapts to the male adapter was still in the PICC, with the port site open to air. Manufacturer response for IV tubing set, clearlink continu-flo solution set w duo vent spike (per site reporter): has not yet responded.